Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. Aspiration was performed after the dilator was removed and the farawave catheter had been inserted. Air was seen at this time and was continuously pulled into the sheath despite multiple aspirations. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.